Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (2.2 mg/ml at 0.6001 mg/day) and ropivacaine (9.2mg/ml at 2.5097 mg/day) via an implantable pump. It was reported that pump motor stalls had occurred. The patient had an MRI (magnetic resonance imaging) and was not seen by a physician post-MRI. Regarding factors that may have led or contributed to the issue, it was noted that the patient had an MRI and the pump wasn¿t interrogated 24 hours after the MRI to check it was back working. Consequently, the patients pump stopped, and this was only detected two weeks later by a cns when patient came in for a refill. The patient was fine, however communicated her pain had come back since the MRI. It was noted that the cns said she couldn¿t turn the pump off or resume therapy, and it was only on (B)(6) 2022 that the patient came back in and pump was permanently shut down. As per the logs provided (session date (B)(6) 2022) the service code 226 occurred regarding a warning that the pump had been permanently shut down. The pump was permanently turned off on (B)(6) 2022. Also, per the logs provides the following had occurred: 2021-jun-24 2:56 pm critical alarm - pump motor stall occurred, (B)(6) 2021 4:28 pm pump motor stall recovery, (B)(6) 2022 9:32 am critical alarm - pump motor stall occurred, (B)(6) 2022 9:32 am critical alarm - stopped pump duration exceeded 48 hours, (B)(6) 2022 9:12 am pump motor stall recovery, (B)(6) 2022 6:15 am non-critical alarm - low reservoir alarm, (B)(6) 2022 6:09 pm critical alarm - empty reservoir alarm. No further diagnostic tests or troubleshooting was performed. It was unknown if the issue was resolved as of (B)(6) 2022. The patient was with without injury regarding their status as of (B)(6) 2022. The pump remained implanted and out of service. The pump would not be replaced in the future. No surgical intervention occurred and no surgical intervention was planned. The patient's age at the time of the event was 74 years and 10 months. The patient's medical history and weight at the time of the event was unknown or would not be made available.

Event description:
Additional information was received. It was unknown whether and MRI occurred on (B)(6)2021-jun-24. It was indicated the motor stall recovery on 2022-(B)(6)-28 occurred upon/following interrogation. The patient had an MRI earlier in january but did not inform the physicians, so the pump was not interrogated after the MRI. It was believed the pump entered telemetry mode. The physician had been under the impression that since the pump was showing as being stalled for a long time that it was no longer working. Because of this, the pump was not refilled, so the low and empty reservoir events occurred. The pump remained implanted and had been turned off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.